Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The patient returned to clinic and bluetooth was successfully restored. There were no patient consequences.